Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that multiple infusion sets were leaking at the headset. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.